Event description:
It was reported that the right ventricular lead had low impedance in bipolar and higher impedance in unipolar. The device was thought to have been at end of life for some time and it could not be interrogated. The device was scheduled to be replaced. The lead status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).